Manufacturer narrative:
No product was returned for evaluation. The reported event of unspecified alarms while the system was connected to the power module could not be confirmed as no log files were submitted for evaluation. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. Additional information was requested, but no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the system controller produced alarms when the lvad was connected to the power module. It was reported, that the patient lives over four hours from the implanting center, and refused to report for further evaluation. An ungrounded power module patient cable was requested for lvad support. The patient was asymptomatic. Additional information was requested, but was not provided.